Event description:
Complaint description: according to the hospital risk manager's report, a resectoscope sheath was used while extracting bladder stones. Following the procedure, the physician noted that the band tip of the sheath was missing. The physician could not confirm that the band was intact at the start of the procedure. The procedure was ended, but was not considered complete due to the large number of stones present in the bladder. Although a post operative bladder x-ray did not identify a foreign body in the bladder, the physician had a strong suspicion that the piece was there. When the patient returned for removal of additional bladder stones, the physician performed a cystoscopy procedure during the visit to ensure that the broken piece was not in the bladder. During the examination, the physician confirmed that the piece was in the bladder. It was successfully retrieved without complications.